Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned. Set screw marks were noted on the terminal pin and ring. The lead tip insulation is torn, and there is a separation between the insulation and the proximal end of the tip cathode ring electrode, the conductor coil is stretched and bent, tissue is also noted in this area. Dried blood and body fluid was noted in the entire lead lumen. The lead did not pass continuity testing. The polyurethane is puckered 506-512 mm from the terminal pin, this appears to be from the suture sleeve tie down site. Bends in the lead polyurethane were noted 518-519, 521-522, 527, and 530mm from the terminal pin. The inner insulation is worn and torn 530 mm from the terminal pin. The cathode and anode conductor coils are fractured 530 mm from the terminal pin. This fracture appears to be just distal of the suture sleeve tie down area.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead displayed high threshold measurements of 6.5 volts (v) and high impendence measurements of greater than 2000 ohms. A lead fracture was suspected. This lead was explanted and a new lead was successfully implanted during a device replacement procedure for normal battery depletion. To date, no adverse patient effects were reported.